Event description:
It was reported that the patient presented during clinical follow-up. The patient was admitted to system extraction as the patient's implantable cardioverter defibrillator exhibited pocket erosion. The system was explanted on (B)(6) 2022. The patient was in stable condition.